Event description:
The customer reported that his olympus 4k autoclavable camera head was not recognized by the video processor when connected during procedure preparation. According to the initial reporter, the intended procedure was confirmed completed using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and causing the image to not display on the monitor. Additionally, the label on the rear cover was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image was due to cable failure. Olympus will continue to monitor field performance for this device.